Manufacturer narrative:
The event occurred in canada. It was reported that an unexpected no flow reading and alarm occurred on the rotaflow console. The hand crank was used and the rotaflow console and the rotaflow drive were replaced. But the problem reoccurred about an hour and a half later. After that the consumable was replaced and the system (second unit) has not alarmed and works as expected. The affected disposable bo-rf-32#rotaflow zentrifugalpumpe was investigated in the getinge laboratory on (B)(6) 2021 and during the investigation the reported failure "no flow" could not be reproduced. The centrifugal pump could be operated for 6 hours with a flow of 5 l /min (water) and a pressure of 0.5 bar. No alarm or error message occurred. Based on the investigation results the reported failure could not be confirmed, however, the failure mode "no flow" can be linked to the following most possible root causes according to our risk management file (dms# 1959712) inadequate contact cream applied. Occlusion. Device history review was performed and according to the final test results, all rf-32 centrifugal pumps with basic lot #70136631 passed the tests as per specifications. Production related influences are unlikely. This event for the rotaflow console and drive will be handled in another complaint ID: (B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. The affected rf-32 pump is requested for further investigation in the getinge laboratory but not received yet. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that an unexpected no flow reading and alarm occurred on the rotaflow console. The hand crank was used and the rotaflow and drive was replaced. But the problem reoccurred about an hour and a half later. This event will be handle in complaint (B)(4). After that the consumable was then replaced and the system (second unit) has not alarmed and works as expected. No indication of actual or potential for harm or death has been reported. This event is related with complaint (B)(4). Complaint ID: (B)(4).